Event description:
It was reported to bsc/target that after flushing the introducer during preperation, the balloon in the endeavor did not pass through. The minimal lumen for that balloon match the spec of the introducer, but it was stuck inside. A second set was opened and a second balloon was reintervented with 8 fxf guider. Clinical outcome - no temporary occlusion. Upon evaluation it was discovered that the ndsb had been ruptured therefore the complaint became an MDR.